Event description:
It was reported when using the bd pyxis medstation es system bulk items are charging in emergency room. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed, the serial number, UDI and manufactures details kept blank since the given asset information found to be server.

Manufacturer narrative:
Section g1- updated manufacturer contact office or compounding outsourcing facility ea. Section g2 - updated report source. Section h6 - updated adverse event problem (refer to coding manual). Section h11 - updated additional manufacturer narrative - upon investigation of the actual device used in this incident it was determined that the bulk items were not charging in emergency room. The technical support specialist connected to the carefusion coordinate engine, disabled str proc 0605, updated str proc 0612 to include bk for ER station setting and enabled str proc 0613 to resolve. The system functioned as intended after the technical support specialist troubleshot the device.